Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, after the non bsc guidewire was advanced, a non bsc balloon was advanced to the lesion with the guidezilla ii as back up. When the guidezilla ii was pulled to the proximal in order to inflate the balloon, it was noted that the shaft and the catheter became separated at the joint part. Consequently, the catheter that was separated was retrieved by inflating the balloon and pulling it out. The procedure was completed with this device. No patient complications were reported and patient's status was good.